Manufacturer narrative:
The device was received for evaluation and visual and physical inspection revealed no issues. A device history record (DHR) review was conducted for the reported lot number and revealed the product was released for distribution having met quality and manufacturing specifications and requirements. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. The nxstage system one user guide (ug) states a trained and qualified person must respond promptly and appropriately to all alarms and harmful conditions during treatment.

Event description:
A report was received on 12 oct 2021 from a (B)(6)-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who stated he experienced a cartridge blood leak during a hemodialysis treatment on (B)(6) 2021. Additional information was received on 13 oct 2021 from the home therapy nurse (htn) stating that the patient experienced low blood pressure (nos) and dizziness and attended the emergency department on (B)(6) 2021 where he received 2 units of packed red blood cells (prbc) and was released the same day. Per the htn, the patient has recovered without sequelae and continues to treat with the nxstage system.